Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
Device received with critical pump error and a broken force sensor was detected during seating or regular delivery error alarm due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Unable to perform self test, sleep current measurement, active current measurement, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.